Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that insulin was spilling from the reservoir. Troubleshooting was performed. The customer stated that she was no sure if the leaking was thru the top of the reservoir or thru the top of the vile. No further info was provided.